Event description:
A report of overinfusion associated with the use of an infusion pump was received. According to the reporter an infusion of kcl was to infuse over 1 hour and was found to have infused in 10 minutes. According to the reporter, the pt went into an(unk) medication to return heart rhythm to normal sinus rhythm. Reported event occurred at 8:10pm and pt reportedly back to normal sinus rhythm at 10:00pm. No add'l details regarding this reported event became available and there was no report of pt injury.